Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Additional information has been requested.(B)(4) .

Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery, the postoperative refractive result is +0.90 diopters (d) too much compared to the expected results. Additional information has been requested.